Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that after giving the patient vaccines and when closing the safety sheath over the needle the needles bent and the sheath didn't lock into place leaving the tip of the needle exposed and potential for injury.

Manufacturer narrative:
A review of the device history record (DHR) showed that there were no manufacturing issues related to the reported condition. Three photographs were submitted for evaluation. Based solely on the photographs, it is not possible to confirm the reported condition. A product analysis was unable to be completed as to date no samples have been provided. The exact root cause could not be determined based on the available information and the reported condition could not be confirmed. There were no anomalies found during a review of the DHR, maintenance records or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, the initiation of a formal corrective/preventative action CAPA is not required.